Event description:
It was reported that the device arrived damaged. Discovered upon opening. No injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the broken tube can observe in the sample returned. Functional testing with samples of good part taken from the manufacturing process line was compared vs the sample returned by the customer, no difference was identified between those, and they were not easily detached or broken. Issue cannot be confirmed since was could not replicated. Based on the sample returned by the customer and comparison that was made vs a good part taken from the process, it was no possible to replicate the issue, based in the DHR and in process inspection controls parts were tested with no issues reported, the probably root cause can be related transportations issues. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).